Event description:
It was reported that the pump and catheter were removed on (B)(6) 2010 due to infection. Per physician report, "the pocket incision had a huge blister with pus pocket formation so it was decided to explant the entire system". The pt was on lioresal 2000 mcg/ml at a dose of 600 mcg/day. The pt was started on oral baclofen 20 mg three times a day prior to explant. He was hospitalized at the time of the report for IV antibiotics administration. Per the hcp, they will most probably replace the pump and catheter at a later date. The facility disposed of the pump and catheter. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).